Event description:
It was reported that the user routinely entered false meal announcements to obtain insulin after having the pump off for periods, then reattaching it with elevated glucose and announcing a meal without eating. During the call the user was not using ilet and was taking insulin via pen with a g7 app, and education was provided that using meal announcements as corrections is not recommended. Symptoms included hyperglycemia and blurred vision. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer interview and troubleshooting with education on appropriate use of meal announcements and correction strategies. Investigation of this case revealed user-related use error, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.